Event description:
It was reported to boston scientific corporation in 2008, that a corflo cubby dual port standard balloon was placed during an endoscopic gastrostomy procedure. According to the complainant, the balloon ruptured about one week after placement. The balloon was replaced with another corflo cubby dual port standard balloon device. No pt complications were reported as a result of this event.

Manufacturer narrative:
The suspect device has been received for eval; however, the analysis has not been completed, therefore, the cause of the reported malfunction is undetermined.